Event description:
After multiple attempts physician unable to remove balloon after stent deployment in circumflex coronary artery. Balloon appeared to be stuck in the stent. Cardiac surgeon called and pt taken to emergent open heart surgery.